Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that at a follow up high out of range pace impedance measurements were noted on the right ventricular channel. A revision took place. The competitor right ventricular lead was tested with the pacing system analyzer (psa) and normal values were seen. The lead was disconnected and reconnected to the device and normal values were noted. The system remains implanted. The patient was not pacemaker dependent. No additional adverse patient effects were reported.